Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed no delivery. Customer stated that the device stopped working at 4 am; it alarmed and customer does not know what she did but is started working again. Customer stated that she lost her user guide and if she had had it, she would have known what to do. Blood glucose is 165 mg/dl. Customer stated that she is unable to troubleshoot because she pushed something on her insulin pump and it resumed. Customer was advised to do a complete reservoir and infusion set change. Nothing further reported.